Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc in telephone contact, the dentist confirmed that this is a case of implant without primary stability, but said that she does not have further information about the case.

Event description:
(B)(4) ¿ the dentist reported that had to remove dental implant during its installation surgery because it did not achieve a good primary stability.